Event description:
It was reported that during preparation for use, prior to a diagnostic procedure, the subject device image was dark, with no light. There was no report of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The most probable cause of the complaint is component failure, which is expected or random component failure without any design or manufacturing issue. Additional issues identified included: fiber breakage, distal edge dented, the proximal end was bent, stains under lg cover glass and the sides of video connector had multiple cracks on the sides. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.